Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard xp interlok femoral component with pegs 62.5mm right catalog #: 195204 lot #: 589220, vanguard xp interlok tibial tray 63mm catalog #: 195751 lot #: 801960, vanguard xp e1 antioxidant infused right medial tibial bearing 9mm catalog #: 195842 lot #: 695970. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-02256, 0001825034-2019-02257, 0001825034-2019-02258, 0001825034-2019-02259. Investigation incomplete.

Event description:
It is reported that the patient experienced pain, swelling, difficulty ambulating, limited range of motion and difficulty performing daily activities within the two (2) years following right knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
The product was evaluated through manufacturing review and medical records and the reported event was confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.